Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 06/21/2023, it was reported by a sales representative via sems that an 00389-129-000k horizon 24 flex-ah unit sparked and then turned off. This occurred during use while running prp for a patient the unit sparked and then turned off. The unit will no longer power on. There was no additional information provided additional information was requested. Additional information was provided on 06/30/2023, it was reported that this event occurred during a clinical acp injection on (B)(6) 2023, the centrifuge turned off on its own and wouldn¿t turn back on. They were not able to complete the injection, so they did a prolo injection instead.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is not confirmed as the images submitted from the field does not show the damage form the complaint allegation. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to wear and tear due to repeated use of the device. The manufacturing date is 2021.